Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level reached up to 450 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was helped resolving the issue by completely changing the reservoir and infusion set. No further information was provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.